Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712, serial # (B)(4) showed the device had loose grommets when received for analysis. The device passed final functional testing which indicated that the ins can was intact. The ins was functionally okay and the complaint of the ins ¿leaking¿ could not be duplicated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information from the manufacturer¿s representative reported that the surgeon requested analysis of the patient¿s implantable neurostimulator (ins) that was explanted because it was ¿leaking¿. There were no interventions or actions taken to resolve the issue. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. The indications for use for the implanted device were noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.